Manufacturer narrative:
(H3) the revision reported was likely the result of aseptic loosening between the glenoid plate and the bone. However, this cannot be confirmed as the devices were not available for evaluation.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 300-30-10, equinoxe preserve stem 10mm; 320-38-00, equinoxe reverse 38mm humeral liner +0; 320-10-00, equinoxe reverse tray adapter plate tray +0; 320-15-02, rs glenoid plate sup aug, 10 deg.

Event description:
As reported by the shoulder clinical study data base, approximately 9 months postop a r tsa, a (B)(6) y/o female presented with glenoid loosening and was revised. The surgeon noted the patient dislodged glenosphere, baseplate and screws. The patient has a history of rotator cuff tear and repair, hypertension, and diabetes. The patient also has a history of corticosteroids injections. The date of resolution was noted as (B)(6) 2020.